Event description:
A (B) (4) male pt called in to zoll lifecor customer support to report that his monitor case had come apart at the seam on the top of the monitor right below the response buttons. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem (end cap came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.